Event description:
7x25mm biorci screw broke during insertion. The distal tip of the screw remains in the tunnel and the back-up screw was placed over the broken piece. Loose pieces of the broken screw were retrieved. There was no report of patient injury.